Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Sixty months post stent graft implantation a request for a talent aortic cuff under ide (g020050) was requested. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that 60 months post stent graft implant the CT demonstrated that the stent graft has migrated. It was reported that the aneurysm had enlarged to 8.3 cm. The aortic neck had significantly enlarged to 4 cm due to disease progression. The physician requested a talent aortic cuff however, there will be no further treatment due to the increased size of the aortic neck.